Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the working length was twisted in several locations. Additionally, the device has the working length damaged, the distal pierced hole (tome's extrusion) was found torn, therefore this last condition displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. The guidewire was not returned for analysis. Functionally, a sample guidewire was loaded and advanced through the tome and there was no resistance noted. The guidewire did not exit by the c-channel, and it could be advanced until exited by the distal tip of the tome. It was found during the investigation of the returned device that the wire anchor was dislodged from the extrusion. According to the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. The conclusion code for this complaint will be assigned as design inadequate for purpose, since the problems traced to design or design features of the device that do not support or interfere with the intended purpose of the device. There is an investigation opened to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, they could not advance a bsc guidewire through the tip of the autotome rx 39 when they tried to insert it. They pulled the guidewire out and opened up a second autotome rx 39. However, still the guidewire would not go through the tip of the autotome rx 39. They were about to open a third one but just decided to open a non bsc device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; wire anchor dislodged.